Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.0 x 40 135cm mustang¿ balloon catheter was advanced for pre-dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 5.0 x 40 135cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was stable.